Event description:
I received a 77g from medtronic as a replacement for the 670g I was wearing. The 770g seemed to work fine for a month until I changed the battery as instructed. The new battery only lasted a few days, and so did all batteries after that. My pump did not have any of the things that would make it go through batteries fast: i.e. Cgm, vibrates, etc. I alerted medtronic and they said that was normal. I had not sent the 670g back, so I put it back on. After a few months, I told medtronic I did not want their 770g, which they then begged me to take a replacement. I did, the new 770g worked fine for a few months now. FDA safety report ID# (B)(4).